Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated high voltage (hv) impedance measurements in all three vectors. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.